Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 21dec2018. The customer stated that replacing the flow sensor addressed the issue and the ventilator passed all testing.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator alarmed a low leak-co2 rebreathing risk. There was no patient harm reported. The event date was not specified; estimate used.